Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"(B)(6) 2017: devices were implanted. Around (B)(6) 2018: the patient's shoulder had been dislocated. (B)(6) 2018: revision was done to replace insert. Comments from surgeon: the patient suffers from dementia so how he dislocated his shoulder was unknown. The devices had nothing to do with the shoulder dislocation."